Event description:
It was reported that during a low anterior resection procedure, although the staple on the sample side was formed properly, the staples on the patient's side were unformed at the first firing. As the cut line was not staples completely, additional suture was performed to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.